Manufacturer narrative:
The device was not returned to bsn for eval. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the pt's ipg could not hold a charge and was completely depleted. During a revision the physician noticed that there was fluid in the header of both ports and explanted the ipg. The pt was implanted with a new ipg and is reportedly doing well.